Manufacturer narrative:
Additional suspect medical device components involved in the event product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: null, batch: 25329439. The returned lead was analyzed, and the allegation of lead damage during the procedure has been confirmed. Visual inspection revealed that the lead body was cleanly cut. The proximal portion of the lead was not returned. The clean cut damage is a result of a typical procedure and it is not considered a failure. No anomalies were identified that could have caused the lead to migrate. The returned clik anchor was analyzed and no anomalies were found.

Event description:
It was reported that the patient was experiencing new, non-device related pain. It was suspected that the lead had migrated. The patient underwent a revision procedure to cover the uncovered pain area. The lead was replaced during the surgery as it was damaged during the procedure. The clik anchor was replaced due to physician preference. The new lead was able to cover the patients new pain area. The patient was doing well post-operatively and receiving 100 percent coverage.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: null, batch: 25329439.

Event description:
It was reported that the patient was experiencing new, non-device related pain. It was suspected that the lead had migrated. The patient underwent a revision procedure to cover the uncovered pain area. The lead was replaced during the surgery as it was damaged during the procedure. The clik anchor was replaced due to physician preference. A new lead was implanted to cover the patients new pain area. The patient was doing well post-operatively and receiving 100 percent coverage.